Manufacturer narrative:
Device received with blank display due to corroded battery cap contact. Device was tested with a new battery cap and no blank display noted afterwards. Corroded battery tube and scratched lcd window noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device was shutting off automatically. There was a crack on the cap. Customer's blood glucose was 200 mg/dl. Device had a blank display after the device was reset and the battery cap was replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.